Event description:
Approximately sixteen years postoperatively, the valve was explanted due to thrombus and pannus which impeded the leaflets and lead to an elevated gradient. It was reported the patient was non-compliant with anticoagulation and thrombolytic therapy was attempted twice. The patient was reported to be doing stable, recovering, and doing well postoperatively.